Event description:
It was reported to boston scientific corporation that on (B)(6) 2011, the patient was implanted with an uphold vaginal support system during a pelvic floor relaxation, cystocele, and enterocele repair procedure. This procedure was completed with no complications. According to the complainant, post-implantation, the patient reportedly experienced severe pelvic pain, vaginal bleeding, difficult bowel movements, recurrence of prolapse, vaginal mesh protrusion, and dyspareunia (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.